Manufacturer narrative:
Patient identifier: the fill patient identifier is case-(B)(6). Weight and ethnicity: the customer did not supply patient demographics such as age, date of birth, weight, ethnicity or race. Device evaluated by MFR: the access sars-cov-2 igg reagent was not returned for evaluation. No hardware errors, flags or other assay issues were reported in conjunction with this event. ¿ per the sars-cov-2 igg IFU, pn (B)(4), ¿negative results do not preclude acute sars-cov-2 infection. Igg antibodies may not be detected in the first few days of infection; the sensitivity of the access sars-cov-2 igg assay early after infection is unknown. If acute infection is suspected, direct testing for sars-cov-2 is necessary¿ and ¿a negative result can occur if the quantity of antibodies for the sars-cov-2 virus present in the specimen is below the detection limit of the assay, or if the virus has undergone minor amino acid mutation(s) in the epitope recognized by the antibody used in the test¿. In conclusion, although a seroconversion is suspected, the cause of this event cannot be determined with the available information. The quantity of antibodies for the sars-cov-2 virus present in the specimen may be below the detection limit of the assays. The sample which generated a positive pcr was collected the same day. A subsequent sample may be required to determine the patient¿s immune status. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.

Event description:
On (B)(6) 2020 the customer reported one non-reactive sars-cov-2 igg (access sars-cov-2 igg assay, part number c58961, lot number 971193) result was generated on the customer's access 2 immunoassay analyzer (refurbished) (part number 386220 and serial number (B)(4). The access result of 0.02 s/co (reportable range: reactive =1.0 s/co) was obtained on (B)(6) 2020 at 10:00 am. The patient did not present any symptom but had a positive pcr. The sars-cov-2 igm result was also non-reactive (0.28 s/co at 10:06 am). The sample for pcr testing was collected the same day as the sample for serology testing. No affect to patients or end-users has been reported in connection with this event. The customer did not indicate whether the results were reported out of the laboratory. No hardware errors or issues with other assays were reported in conjunction with this event. Calibration passed on (B)(6) 2020 with reagent lot 971193 and calibrator lot 988702. Quality control (qc) was passing within the laboratory¿s established ranges. System check passed on (B)(6) 2020. There was no issue with sample integrity reported by the customer. Sample collection, handling and processing information such as sample type, sample volume collected, centrifugation, storage and other sample related information was not provided by the customer.